Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found errors 1126, 32097, and 32096 and replaced the universal surgical manipulator (usm) 2 to resolve issue . The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sine cycle, and brake tests but failed the fiber test. The rolling loop fiber was swapped with a new one and the errors no longer occurred. The original fiber was reconnected, and the errors returned. The rolling loop assembly will be replaced as a fix. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance and by the fse when inspecting the system onsite. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system sk0993 was used on (B)(6) 2022 for a pediatric adrenalectomy procedure. This complaint is considered a reportable event due to the following conclusion: the universal surgical manipulator (usm) was replaced after the completion of a surgical procedure due to repeated errors on usm 2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that after a da vinci-assisted a pediatric adrenalectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that while the robot was sitting idle, universal surgical manipulator (usm) 2 had a recoverable fault. Prior to calling in, customer power cycled the system and the error returned. Live logs were not available for the system at the time of the call. Tse was able to look back in the logs and saw 32097 error on friday and yesterday. So, the tse assumed it was the same errors happening today. Tse had the customer hard power cycle the patient side cart (psc) and was able to get the error to go away. Customer asked if error could come back and tse said it could. Customer did have another da vinci system if the error returned. Customer stated they needed all four usms for the case today and three cases tomorrow. Customer would like the field service engineer (fse) to follow up with them as soon as possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.